Event description:
It was initially reported that the patient's pump was flipped and turned to the minimal flow rate. Per the reporter, the patient possibly tore an anchor to the pump. It was later reported that the patient experienced "violent vomiting post surgical". The patient also experienced unspecified edema/seroma/hematoma and lack of pain control. The associated diagnosis was renal colic. The patient outcome was no injury. Per the hcp; "plan to revise - pending other health issue". The sequence of events and type of surgical procedure performed was unclear. The pump was used to deliver morphine.

Manufacturer narrative:
(B)(4). Edema/seroma/hematoma (unspecified).